Event description:
This report is being submitted as a follow up report to provide additional information obtained in the investigation of the initial report number 1713683-2005-00004.

Event description:
Hospital reported an adverse event attributed to hemolysis. Patient complained of abdominal and back pains during treatment but refused an emergency room visit until the next day as the pain continued. Patient was admitted and gross emolysis of the blood was reported although it ended rather quickly according to the medical director. The patient was also suffering from an abdominal aneurism. Machine was functionally tested and found to be operating within manufacturer's specifications. The clinic's water systems were also tested and found to be fine. Three additional patient's were treated on this machine following the patient who was diagnosed with emolyzed blood. Clinic staff is unsure of the cause but did not suspect hemolysis initially as the patient is a chronic complainer.